Manufacturer narrative:
Due to character restrictions in block e1. Full event site name is (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy "leak in iab circuit" occurred and found blood in the tubing then pull out the iab catheter and insert a new one. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - due to character limitations in e1 event site telephone - (B)(6).

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.